Event description:
Reporter alleged the test strip vial contains a usable expiration date; however, the manufacturer's inventory system indicates the strips are expired. No other information was provided by the reporter on the alleged incident. A request was made for the return of the suspect product and replaement product was sent.